Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause for the stimulating in the si joint and right leg and buzz was unknown. They also reported lack of symptoms control. For actions taken to resolve issues, patient that the manufacturer representative made some changed. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they tried to increase stimulation but felt a "buzz, buzz, buzz" which is "extremely annoying" patient also reported pain from left si joint from the stimulation and also that when they "lean up against a wall, it hurts where she is implanted" patient also reported switching from program 1 to program 4 because the pulsation was not comfortable. Patient further reported that they felt the stimulation sometimes in her si joint, side of her leg, and if she turns it up too much then the pt feels it in the side of her leg, "especially when she is sitting". Patient then reported lack of therapeutic benefits. No further complications were noted or anticipated.